Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that prior to treatment, blood return was observed. Midway through the treatment, the patient complained of pain. Swelling was observed near the port site. The treatment was stopped immediately and they were unable to aspirate blood or fluid. An ultrasound and x-ray were performed which suggested a kink and possible split in the catheter.

Event description:
It was reported that prior to treatment, blood return was observed. Midway through the treatment, the patient complained of pain. Swelling was observed near the port site. The treatment was stopped immediately and they were unable to aspirate blood or fluid. An ultrasound and x-ray were performed which suggested a kink and possible split in the catheter.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. No deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. As received, one powerport MRI isp with 8 fr s/l groshong. Visual examination of the sample revealed a permanent kink to be present, but functional testing did not reveal any leaks. Therefore, the complaint is unconfirmed for 1250a - subq leak/break/split w/o embo and confirmed for 2976b - catheter kink. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. A review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.